Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported to covidien on 8/18/10 that a customer had an issue with a hemodialysis catheter. The customer reports a palindrome catheter was removed due to poor function. Also, there was repeated use of urokinase with the palindrome to address poor function. Catheter was removed and replaced with another brand.